Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error under this complaint. This information was correctly reported under MFR# 1818910-2020-14196. MFR# 1818910-2020-14560 is now being retracted. MFR# 1818910-2020-14196 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Opened up the loan tray of macro femoral instruments and the shim would not attach to the bottom of the articulating surface as one of the metal rings was missing.